Manufacturer narrative:
Corrected data: device available for evaluation, device evaluated by manufacturer, additional manufacture narrative. Additional information: reporter name and address, type of report: follow up, type of report: follow up, additional information/correction,event problem and evaluation codes. The customer stated that he's getting constant water trap messages and flat lines fo readings on the gf-210ras. The customer decided to not send in the unit in to nihon kohden and sent the loaners back.

Manufacturer narrative:
The customer stated that he's getting constant check water trap messages and flat lines for readings on the gf-210ra's. The customer said they will not be sending the unit in yet and that they are still looking into the issue. He found that there was an instance where they had the check water trap message and found that the exhaust port on the back was closed off. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer stated that he's getting constant check water trap messages and flat lines for readings on the gf-210ra's.